Manufacturer narrative:
Continuation of d10: a2dr01 ipg implanted: (B)(6) 2013; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the current electrograms (egm) from the cardiac resynchronization therapy defibrillator (crt-d) showed pacing artifacts prior to the ventricular beats. It was also observed that the patient had a steady heart rate of sixty-five beats per minute (bpm). It was noted that the original implantable pulse generator (ipg) remained implanted on the left side of the patient. It was suspected that the ipg battery had reached elective replacement indicator (eri) and began pacing at sixty-five bpm. This interfered with the crt-d function, and it resulted in a decrease in the crt-d pacing percentage per day and a decrease in the effective cardiac resynchronization therapy (crt). Both devices remain in use. No patient complications have been reported as a result of this event.